Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 1cpeg06a for evaluation. Despite of the test strips being expired, an in-house testing was performed with the returned meter and returned test strips using blood sample, which gave a satisfactory performance.

Event description:
The customer from germany reported that within 10 minutes, he obtained blood glucose readings of 161 mg/dl and over 600 mg/dl with the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.